Manufacturer narrative:
The pod was received with the soft cannula deployed. The soft cannula was found to not be bent, kinked, or damaged. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Investigation of the pod found no damages or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that despite delivering boluses, the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother also reported the pod was leaking during wear. When removed from the infusion site (back), the pod's cannula was found bent. Trace to moderate ketones were present as well. As treatment, a manual injection of insulin (25 units) was delivered, a new pod was applied and patient drank water.